Event description:
Peripheral intervention, 8 fr sheath, angiomax and integrilin drip. Temporary hemostasis was not achieved. Tech held proximal pressure for 30 minutes, physician returned to observe site, held proximal pressure for 10 minutes. Hemostasis was not achieved, so sheath reintroduced. Retroperitoneal bleed was observed. Two units of blood and dopamine drip administered.